Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4).

Event description:
On 2015-10-12 information was received from a representative and healthcare provider (hcp) regarding a patient receiving intrathecal morphine 3 mg/ml at 0.27 mg/day via an implanted pump system. The patient's hcp was replacing the pump due to the elective replacement indicator (eri). The concentration of morphine was changed to 1 mg/ml. During the replacement procedure the hcp was unable to aspirate the catheter. Assistance with bridging the old drug in the catheter was requested. The hcp performed a back table prime, and a priming bolus was programmed for 0.178 ml over a duration of 47 hours and 28 minutes. The patient was getting good therapy, and they had no had any volume discrepancies. There were no symptoms to report. The cause of the inability to aspirate was not determined.